Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient received "end of life message "on his patient controller. Patient lost therapy and ipg was deemed inoperable. As a result, patient underwent surgical intervention, wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.